Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the right ventricular lead exhibited non-sustained right ventricular oversensing due to lead noise. An increase in capture threshold was also noted. All other measurements were stable. The noise was not reproducible. No device intervention was performed. Patient was stable and will continue to be monitored.

Manufacturer narrative:
A partial lead with the connector pin measuring 24.3 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received indicated that the lead was explanted and replaced on (B)(6) 2019.

Event description:
New information received indicated that additional non-sustained right ventricular oversensing episodes due to lead noise were noted. The noise was not reproducible with isometrics. No device intervention was performed. Patient will continue to be monitored.